Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt )¿ right ablation and the patient experienced cardiac tamponade that required blood transfusion, cardiopulmonary resuscitation (CPR), and "other measures". There was a steam pop while doing right sided idioventricular tachycardia procedure, which lead to a pericardial effusion. The reporter stated that during the procedure, the electrophysiology (ep) physician noticed that the patient's blood pressure dropped, and the effusion was confirmed via soundstar catheter. A code blue was called, and protamine was administered to the patient. The patient required blood transfusion, and "other measures" were taken; however, the details were not provided. It was reported that the patient fully recovered after an extended hospitalization. Procedural activated clotting time (act) was 325. No transseptal puncture was performed. The steam pop was noticed at 42 seconds of the ablation cycle. No errors reported by the biosense webster systems.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt )¿ right ablation and the patient experienced cardiac tamponade that required blood transfusion, cardiopulmonary resuscitation (CPR), and "other measures". There was a steam pop while doing right sided idioventricular tachycardia procedure, which lead to a pericardial effusion. The reporter stated that during the procedure, the electrophysiology (ep) physician noticed that the patient's blood pressure dropped, and the effusion was confirmed via soundstar catheter. A code blue was called, and protamine was administered to the patient. The patient required blood transfusion, and "other measures" were taken; however, the details were not provided. It was reported that the patient fully recovered after an extended hospitalization. Procedural activated clotting time (act) was 325. No transseptal puncture was performed. The steam pop was noticed at 42 seconds of the ablation cycle. No errors reported by the biosense webster systems. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 21-jan-2025. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31439203l and no internal action related to the complaint was found during the review. The steam pop issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade; at higher contact force settings, rapid power increases during ablation may result in steam pops, which increase the risk of perforation. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).